Manufacturer narrative:
Corrected information b5: it was reported that a spectrum infusion pump failed to detect downstream occlusions during testing in the biomedical service department. There was no patient involvement. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide depth to be out of specification. Downstream tubing guide requires replacement to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed seven downstream occlusion tests during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.